Event description:
The patient was undergoing a thrombectomy procedure in the femoral and popliteal veins, as well as the external and common iliac vein and the inferior vena cava (ivc) using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the physician opened a lightning on the back table and reported that the microprocessor indicator light turned green for 2-3 seconds then turned solid red. The penumbra sales representative attempted to unplug the engine and unplug the lightning from the engine; however, the light remained red and there was no aspiration. Therefore, the lightning was removed. Next, the physician opened a second lightning with the same cat12 to complete two passes in the target vessels. While advancing the cat12 into another target vessel, the penumbra sales representative noticed a solid red light on the lightning microprocessor. The lighting tubing was then disconnected from the cat12, which was still inside the patient, and the physician proceeded to troubleshoot the lightning unit by power cycling. However, the issue persisted and the lightning was removed. The cat12 was flushed and the procedure was completed using a third lightning unit with a new engine with the same canister. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being corrected: section b. Box 5. Describe event or problem.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the solid red light upon the initial power up. Evaluation revealed that the unit was functional. During the functional test, with a demonstration canister and engine, the lightning was able to aspirate fluid into the canister without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and popliteal veins, as well as the external and common iliac vein and the inferior vena cava (ivc) using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the physician opened a lightning on the back table and reported that the microprocessor indicator light turned green for 2-3 seconds then turned solid red. The penumbra sales representative attempted to unplug the engine and unplug the lightning from the engine; however, the light remained red and there was no aspiration. Therefore, the lightning was removed. Next, the physician used another lightning and the cat12 with the same engine to complete two passes in the target vessels. While advancing the cat12 into another target vessel, the penumbra sales representative noticed a solid red light on the lightning microprocessor. The lighting tubing was then disconnected from the cat12 in the patient and the physician proceeded to troubleshoot the lightning unit by power cycling; however, the issue persisted. A new engine was then used with the same canister and connected to the second lightning unit; however, the issue was unresolved. Therefore, this lightning unit was removed. The procedure was completed using a third lightning unit, the same cat12, the same engine and the same canister. There was no report of an adverse effect to the patient.